Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a cardiac catheterization procedure was performed when the issue happened. The procedure was aborted, and the procedure was moved to another room. The philips field service engineer (fse) checked system and confirmed that flex monitor shut down during case. After reviewing log file fse found flex vision error. Upon troubleshooting fse found hard disk was causing intermittent system software errors and sibbox unit as it was causing intermittent slow functioning of tsm modules and flex vision display. To resolve the issue, fse replaced the hard disk and reloaded software to new sib. After replacing of hard disk and sibbox unit and reloading of the software to new sib, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system's flexvision monitor shut down during case. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and replaced the sib box unit and a hard disk which returned the device to use in good working order.